Manufacturer narrative:
No sample is available for the MFR to evaluate. Eval results: the DHR review could not be conducted since the lot number was not provided. Conclusions: the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. However, based in similar complaints a project (CAPA (B)(4)) is in process by r and d dept in order to implement the corrective actions to assure a more robust retention. Root cause is unk. If add'l info is received that affects the conclusion of the investigation a f/u report will be sent.

Event description:
Complaint was reported as the following: "customer complained comfort flo circuit tubing is coming off where it connects to "wye" near the concha column. This is more of a problem after tubing has warmed to operating temp. Disconnection caused reduction in supplemental oxygen being delivered to pt." No pt injury reported.